Manufacturer narrative:
Self-test (post), rf delivery tests, and environmental stress testing at low and high temperature and high and low line voltages while monitoring the rf return electrode current with one pad connected and two pads connected. The rfg appropriately displayed "d02-high impedance" error when attempting to deliver rf energy without dispersive indifferent patch electrodes connected. The maestro controller passed all performance criteria with the exception of ground resistance. The root cause for the ground resistance failure was attributed to handling/physical damage. Visual inspection found that the gnd harness cable was unplugged/disconnected from the power entry module (pem) and the gnd terminal of the pem was broken/missing. Additionally, the tamper proof seal on the device was broken. The ground resistance failure was not determined to be related to the reported complaint as the complaint was not confirmed during testing of the maestro controller. An additional technical study was conducted using a similar system configuration that was used by the customer in attempt to replicate the observation by the customer. The results of the study showed that the maestro 3000 ablation system was unable to deliver rf energy without the dispersive pad connected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03741. It was reported that the generator operated without the ground pads. A maestro 3000 cardiac ablation system - controller and a 4mm blazer catheter were selected for treatment. The maestro 3000 was also connected to a non bsc recording and mapping system. Upon commence of ablation, a high impedance message was observed. It was further noted that the patient grounding pad was not connected. The grounding pad was then connected and the procedure was completed with the same device. There no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03741. It was reported that the generator operated without the ground pads. A maestro 3000¿ cardiac ablation system - controller and a 4mm blazer catheter were selected for treatment. The maestro 3000¿ was also connected to a non bsc recording and mapping system. Upon commence of ablation, a high impedance message was observed. It was further noted that the patient grounding pad was not connected. The grounding pad was then connected and the procedure was completed with the same device. There no patient complications reported.